Manufacturer narrative:
G07002 code clarification: drawer. The following fields have been updated with additional/corrected information: d1, d4, d5, e3, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2022 to 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure and fst dispatched to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis anesthesia es system, the mini drawer failed during a uterine hemorrhage procedure. The customer confirmed that there was no delay or harm to patient care. There was no report of impact to the patient or user.

Event description:
It was reported when using the bd pyxis anesthesia es system, the mini drawer failed during a uterine hemorrhage procedure. The customer confirmed that there was no delay or harm to patient care. There was no report of impact to the patient or user.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. A field service engineer resolved the issue. The system functioned as intended.